Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The inverter board functionality verification failed. Additionally, the power up cycler verification failed as the screen was blank. It was identified that the cause was due to a burnt coil on the transformer of the inverter board. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler made a crackling sound, flickered, and then went blank during the patient¿s peritoneal dialysis (pd) treatment. The screen would make a key tone sound when touched, however remains blank. There was no bad weather or power outages in the area and the cycler was plugged directly into its own wall outlet. The patient reported being in their last drain and was unwilling to turn the cycler off. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they would revert to manual supplies. Upon follow up, the pdrn reported that the treatment was completed using continuous ambulatory peritoneal dialysis (capd). There were no adverse events or medical intervention required as a result of the event. The cycler was returned to the manufacturer and upon physical evaluation of the cycler by the manufacturer, it was identified that the coil on the transformer of the inverter board was burned.